Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "patient had stryker components implanted 11 years ago from another hospital and was reporting pain and instability in his hip. X-rays showed acute trunnion failure of his hip stem and the femoral head was disassociated from the trunnion. Surgical findings consisted of metal debris and adverse local tissue reactions, the femoral head was completely disassociated from the trunnion and the polyethylene/ acetabular component were damaged significantly. All components were explanted and the hip was revised to a new stryker acetabular component with screws and a new liner, the stem implanted was with a competitor product." Spoke to rep. In addition to damaging the liner, the trunnion also damaged the integrity of the shell's locking mechanism, so it was revised. Rep provided a revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "patient had stryker components implanted 11 years ago from another hospital and was reporting pain and instability in his hip. X-rays showed acute trunnion failure of his hip stem and the femoral head was disassociated from the trunnion. Surgical findings consisted of metal debris and adverse local tissue reactions, the femoral head was completely disassociated from the trunnion and the polyethylene/ acetabular component were damaged significantly. All components were explanted and the hip was revised to a new stryker acetabular component with screws and a new liner, the stem implanted was with a competitor product." Spoke to rep. In addition to damaging the liner, the trunnion also damaged the integrity of the shell's locking mechanism, so it was revised. Rep provided a revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.